Manufacturer narrative:
Reported event: an event regarding user error involving a mako checkpoint was reported. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of the device history records cannot be conducted as the lot/serial number was not reported. -complaint history review: a complaint history review cannot be conducted as the lot/serial number was not reported. Conclusions: it was reported that femoral checkpoint was left in patient. Procedure was completed to remove the checkpoint. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Patient was having a mako tha. Once cup was implanted the patient had a suspected pulmonary embolism. Surgeon closed wound to reposition patient so they could be assessed. Surgery was then called off. Femoral checkpoint was left in the patient. Surgeon was aware of this at the time and didn¿t want to reopen the wound to take it out. Update per response: "patient is doing well. Procedure was completed the following week and checkpoint was removed."

Manufacturer narrative:
Upon further information received on july 12,2023 "patient is doing well. Procedure was completed the following week and checkpoint was removed.", this event meets the criteria of a serious injury due to medical intervention. Reported event: an event regarding user error involving a mako checkpoint was reported. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the device history records cannot be conducted as the lot/serial number was not reported. Complaint history review: a complaint history review cannot be conducted as the lot/serial number was not reported. Conclusions: it was reported that femoral checkpoint was left in patient. Procedure was completed to remove the checkpoint. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Event description:
Patient was having a mako tha. Once cup was implanted the patient had a suspected pulmonary embolism. Surgeon closed wound to reposition patient so they could be assessed. Surgery was then called off. Femoral checkpoint was left in the patient. Surgeon was aware of this at the time and didn¿t want to reopen the wound to take it out. Update per response: "patient is doing well. Procedure was completed the following week and checkpoint was removed."